Event description:
It was reported through literature that asahi sion guide wire was involved with vessel perforation, cardiac tamponade, and additional treatment. Publication: coronary intervention (2025) vol.21 no.2:49-56 title: reflection upon a bail out case by pericardial sac centesis for cardiac tamponade during cto pci to lad [excerpts] it was reported that a procedure was performed for a chronic total occlusion (cto) in the left anterior descending artery (lad) for a patient with heart failure. Coronary angiography (cag) found a cto in the lad, while echocardiography found that the ejection fraction (ef) was 40% and that the arterioseptal was hypokinetic. Nonetheless, as cardiac viability was maintained, the physician determined to perform percutaneous coronary intervention (pci) to the lad cto. Cag showed that the cto entry was located at the lad ostium, no lesion was located in rca and lcx, and several interventional septal branches were located. Approach was made from both femoral arteries with an asahi hyperion 8f (spb 3.75 sh) guiding catheter from the right and an asahi hyperion 7f (al 1.0 sh) guiding catheter from the left. An unspecified guide wire was advanced in a high lateral branch (hl), and the cto entry was confirmed with an anteowl ivus system (terumo). After another unspecified guide wire was advanced in the hl, an asahi miracle neo 3 guide wire was advanced to the cto under the support by an asahi sasuke double-lumen catheter with the guidance of the anteowl ivus system. The catheter was switched to an asahi corsair microcatheter, but the miracle neo 3 guide wire got prolapsed and would not be advance into the cto. As balloon screening with an unspecified 3.0x15mm balloon catheter to the direction toward the lcx allowed an unspecified 0.75x4mm balloon catheter to be advanced, the balloon size was upgraded to 1.0x5mm to successfully allow the corsair microcatheter into the cto. Meanwhile, the miracle neo 3 wandered away from the cto exit, presenting a poor angiography on the exit side. Having found a diagonal branch coming out of the exit, the physician switched to the retrograde approach, attempting septal branch selection with the corsair microcatheter and the sion guide wire. Tip injection from the #4 posterior descending coronary artery (#4pd) unexpectedly revealed that the septal channel was not interventional, preventing the right septal branch selection and letting the sion guide wire advance in a non-target septal branch. When the sion guide wire was pulled back, resistance was met. Angiography revealed a relatively clear perforation, leading to a conclusion that the septal branch was perforate. However, it was determined that coiling would be performed while attempting hemostasis by applying negative pressure to the corsair microcatheter. After the target septal branch was selected by using a finecross catheter with the sion guide wire, tip injection confirmed that the cto was of reversed tapered type. Reverse cart was performed from the retrograde side with an asahi fielder xt-r guide wire and then an asahi gaia next 2 guide wire. The gaia next 2 guide wire was switched to an asahi rg3 guide wire to successfully achieve externalization, when the guiding catheter in the rca came off. Due to femoral artery tortuosity, re-engaging was difficult. When the rg3 guide wire was pulled back to re-engage the hyperion 7f (al 1.0 sh) guiding catheter to the rca, the patient blood pressure went down and the inferior wall-lead st elevation were observed. Presuming that the cause was externalization, the physician discontinued externalization and switched the hyperion 7f guiding catheter to an unspecified im type guiding catheter. However, re-engaging was yet to be achieved. At first, lowering of the blood pressure was observed when tension was being applied to the rg3 guide wire, but hypotension prolonged even after externalization was discontinued. Angiography of the rca revealed expansion of the initially confirmed perforation image, part of which looked like penetrating the pericardial sac. Echocardiography confirmed pericardial effusion, leading to the conclusion that cardiac tamponade occurred. Immediately, the fincross catheter was advanced to deploy a hilal embolization microcoil to each of the distal and proximal #4pd for hemostasis. For the time being, activated coagulation time (act) was controlled to approximately 250 seconds. It was confirmed that the coil deployment achieved hemostasis. An unspecified stent was deployed to the lad. Angiography of the lca and rca confirmed hemostasis. Although pericardial effusion was confirmed by echocardiography, the physician completed the procedure as the patient vitals were stable. The blood pressure of the patient at the completion of the procedure was rather low (around 100/50mmhg) under noradrenaline administration, while lactic acid in the blood gas was only slightly high (2.2mmol/l). Sedation might have contributed to the low blood pressure. The sheath was removed by using an unspecified device, and the patient was sent to the intensive care unit (ICU) for monitoring, when the blood pressure went down and hemorrhage was observed from the femoral artery. Pressure hemostasis was attempted but failed, taking approximately 1 hour to achieve hemostasis. Consequently, lactic acid temporally increased (10.9mmol/l), suggesting severe hypoperfusion. Echocardiography did not show increase in pericardial infusion, which was insufficient for puncture under the guidance of echocardiography. Blood sampling results with fibrinogen (fib) 96mg/dl and prothrombin time (pt)/ international normalized ratio (inr) 3.0 indicated a sign of disseminated intravascular coagulation syndrome (dic), which could raise risk concerns with puncture. As it was after hemorrhage of the femoral artery and there had been no increase in lactic acid before hemorrhage, hemorrhage shock might have contributed to hypoperfusion. It was concluded that observation with a swan-ganz catheter would be necessary. The results, the pulmonary capillary wedge pressure (pcwp) of a30/v21 (average 20mmhg), the pulmonary artery wedge pressure (pawp) of 35/21 (average 26mmhg), the right ventricular pressure (rvp) of 41, the end-diastolic pressure (edp) of 20, the right atrial pressure (rap) of a15/v15 (average 15mmhg), indicated pressure increase in the right artery system and pressure equilibrium. As the y wave disappeared from the right atrium (ra) waveform, it was pathologically concluded it was the hypoperfusion attributed to cardiac tamponade. Due to lack of space for puncture under the guidance of echocardiography, background coagulopathy, and risks associated with puncture, fenestration was considered as an option. However, due to lack of cardiac surgery division, as well as with consideration of the patient hemodynamics and risks associated with transferring hospitals, it was concluded that apical pericardiocentesis under the guidance of angiography, typically conducted for epicardial ablation, would be chosen. In cooperation with a cardiac arrhythmia specialist at our hospital, pericardiocentesis under the guidance of angiography was conducted, which was followed by drainage. The result was speedy improvement of blood circulation. Although the patient presented multiple organ failure associated with hypoperfusion, his conditions were improved by the provided multidisciplinary therapy. The patient was discharged and currently pays outpatient visits on his own.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. According to the article, the perforation occurred when the subject sion guide wire was being used to select the target septal branch but accidentally wandered into a wrong septal branch. Based on the literature information and referring to known similar events, it was presumed that the reported event might have been complexly attributed to the operator's manipulations, the lesion conditions, and target vessel conditions. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation cardiac tamponade due to vessel perforation